Manufacturer narrative:
Additional information provided in h.3, and h.10. Additional information was provided that, in the surgeon's opinion, the product did not cause or contribute to the event. Based on the information provided, the event does not appear to be related to the product. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the iol was implanted and explanted due to break in the capsule. Additional information has been requested and received stated that there was no patient harm and the procedure completed the same day. No further information available.